Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the device's monitor shows no input. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the user facility. The device was not returned to olympus for evaluation. The user facility was contacted for additional information. The user facility confirmed that the issue was resolved; however, no additional information was provided regarding how the issue was resolved. Since the device was not returned and no additional information was provided, the legal manufacturer is not able to determine the cause of the reported issue.